Manufacturer narrative:
Device analysis report attached. This report is submitted on june 01, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported) due to skin infection. This report is submitted on may 11, 2023.

Manufacturer narrative:
This report is submitted on april 14, 2023.

Event description:
Per the clinic, the patient experienced a skin infection, exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.